Event description:
It was reported that during a hip replacement procedure, the blade broke. Used a new one to complete the case. There was no patient consequence.

Manufacturer narrative:
Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional other# d9d645 (second batch number).